Manufacturer narrative:
An infection was observed following the implantation of these biotronik devices. The sterilization processes were investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within their specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. The review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. Therefore it is reasonable to assume that the infection was not device related. Furthermore the complaint description reported the observation of an exposed conductor. Therefore the lead under complaint was additionally subjected to an extensive analysis. Two lead segments were received for analysis. The lead was cut approx. 12 cm distal to the is-1 connector pin. Two portions were not returned for analysis: a portion between the two received segments and a 3 cm distal part including the lead tip, ring electrode and tines. An extraction thread was tied close to the position where the lead was cut and an extraction stylet was inserted to the distal lead segment. The svc shock coil was found deformed so that the proximal end including the conductor cable was detached from the adhesive connection and was shifted distally. The insulation was found damaged at this tear point and the conductor cable to the svc shock coil was exposed at this position. The svc shock coil was found encapsulated by fibrotic tissue upon receipt. From the position where the lead was cut (12 cm distal to the is-1connector pin) the conductor cable to the svc shock coil was shifted distally approximately 5 cm into the lumen matching exactly the length that the cable was found extruded in the area where the shock coil was pushed down distally. The remaining conductors were protruding from the cutting edge. The attached figure 1 illustrates the observed findings and the failure mechanism.

Event description:
Patient had infection and underwent lead and device extraction. Lead was cut below yoke and at the tip to get the lock in stylet. Before extraction externalized cable was seen from proximal end of svc coil to the yoke where it was dissected. No additional adverse patient side effects have been reported. Both were returned for analysis.